Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 517 mg/dl; cause was not known. Pump bolus and manual injections were administered to address bg. As the event occurred in the past, recommendation was made for the customer to discuss the event with a healthcare provider.